Event description:
It was reported that during surgery the healicoil anchor broke during inserting. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5mm healicoil sa pk anchor assembly, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the recommended prep device. Excessive forces placed on the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H3,h6: the reported 4.5 mm healicoil sa pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage. Multiple anchor threads have been broken off and were not returned for examination. An exact root cause cannot be determined with confidence with the limited clinical information provided; however, factors that could have contributed to the reported event include: off axis insertion of the anchor. Excessive force placed on the device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.